Manufacturer narrative:
A correction was made to the lot # in this report. The lot number was updated to the correct lot number of 4610120. Additional information regarding the evaluation of returned product was updated in this report. A physical evaluation was performed on the returned product, yielding results within specifications.

Event description:
A doctor's office alleged that temporary restorations placed with tempbond clear had to be cut off during procedures for approximately seven (7) patients. This is the third of seven (7) reports.

Manufacturer narrative:
Patient information with regard to gender, age and weight were not provided. A permanent crown was placed for the patient following the removal of the temporary restoration, without further incident. The product was not returned; therefore, a physical test was performed on retained product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.